Event description:
During a remote follow up, far field r- wave oversensing. Inappropriate automatic mode switch and loss of capture were observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.